Event description:
Home patient (hp) reports incomplete prime of patient line of homechoice set. Family member of hp reports hp was able to reprime line and complete treatment with assistance from baxter technician. No pt injury or medical intervention required per family member of hp.